Event description:
On (B)(6) 2025, the user reported that their ilet screen was broken and the device had lost all function. A replacement ilet was arranged. The user's blood glucose was not impacted.